Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h2, h6, h11. Despite multiple follow-up attempts, no additional information regarding the event has been received. As no details on the degenerated perceval valve (model, size, or serial number) are available, a review of the manufacturing records could not be performed. It should be noted though that svd is listed among the possible adverse events in the perceval valve's IFU, the degeneration is therefore considered a known inherent risk of the device. The site has assessed the case as not meeting the criteria for pharmacovigilance since the patients¿ deaths were not related to the devices but to the procedures performed. Therefore, the patient¿s death may reasonably be attributed to procedural factors, given the chosen transseptal approach. Should any new information become available about the device implanted, the manufacturer will reopen the case and reassess it accordingly.

Event description:
The manufacturer was notified of a valve-in-valve procedure performed in a degenerated perceval valve. The following provides a summary of all the information currently available from the site. A perceval valve (unknown details) was implanted in a patient (unknown date). After some period of time (unknown duration), a v-I-v procedure was performed to replace the perceval valve. The patient passed away in the or during the procedure. The transcatheter valve could not be advanced through the perceval prosthesis, so a transseptal approach was attempted instead. The site further indicated that this case does not meet the criteria for pharmacovigilance since the patient's death was not related to the device but to the procedure performed. They are not open to share any other additional information.

Manufacturer narrative:
The device is not accessible for testing and the serial number remains unidentified. No other details on the event are available. The manufacturer is following up with the surgeon to retrieve additional information on the reported event. A follow-up report will be submitted upon availability of new information.

Event description:
The manufacturer was notified of a viv procedure performed in a degenerated perceval valve. Reportedly, the patient passed away in the or during the procedure. The transcatheter valve could not be advanced through the perceval prosthesis, so a transseptal approach was attempted instead. No other information is available at this time. The manufacturer is following up with the surgeon to retrieve additional details on the event.